Event description:
The customer contacted nephron pharmaceuticals corporation via telephone regarding a product complaint on (B)(6) 2013. He reported that a silver piece fell into his mouth while using the ez breathe atomizer. The customer was contacted and confirmed that he did not require any medical interventions.